Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call for high blood glucose. Customer stats that she woke up and her blood glucose was 400 mg/dl and something then it went up over 600 mg/dl. Customer's blood glucose was 600 mg/dl and is having insulin flow blocked alarm and she is trying to insulin going. Assisted customer in performing a 5.0u fill cannula. Customer states the insulin exited. Customer declined high blood glucose troubleshoot. The insulin pump will not be returned for analysis.